Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally. The patient outcome was not reported. Pd therapy was ongoing during treatment. Additional information is not available.